Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated system console representing the current software version was used to test the sample. The ball in the drip chamber check valve moved freely per specification. The radio frequency identification (rfid) connectors did not recognize on the console. The sample failed to prime with a system message code 3470. A block reader was then used to interrogate the rfid's programmed information, zero results in all blocks indicated failure on the reading. Due to the failure of the writing to the rfid boards in the black and gray connectors, the cut rate could only display in the default speed of 2500 (cpm) cuts per minute on the cut rate progress bar on the console. Replacing the lab stock probe manifold, the sample was tested again. A submerge leak test was performed on the cassette, no leaking found. The sample could prime and pass intraocular pressure (iop) calibration successfully. The left and right measured crystal signal strength met specification. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The customer complaint was verified through product evaluation on the console, however, the product investigation was unable to ascertain how the data was correctly written on the rfid tags, but not able to be recognized by the console. The likely root cause of the customer's complaint is related to an error in the manufacturing process. Action will not be taken based on this occurrence. This issue is occurring at a low level. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported that the irrigation fluid started flowing out of irrigation line and irrigation did not stop perfusion before vitrectomy surgery. The surgery was performed and completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).